Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. The processor printed circuit board (pcb) was not the original processor pcb that was installed in the spectrum pump. It is unk if there was pt involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval found the unit's internal serial number does not match external serial number, which is reflected by the event history log download. Review of the device history records for serial number (B)(4) show that the processor printed circuit board (pcb) that was installed in the pump was not the original. This is an indication that the processor pcb was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repair and has been removed from service.